Event description:
While using a 36cm long harmonic ace hand piece, the white plastic at the tip of the grasper came off. It was recovered and removed from the patient by the surgical team. Another harmonic hand piece was opened and used.====================== manufacturer response for harmonic ace ======================awaiting response